Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 400-600 mg/dl with large ketones. The customer reverted to manual dose injection.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.